Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 5. The patient's ultrafiltration (uf) reading was 1906 ml, indicating the home patient (hp) drained 1906 ml more than the largest prescribed fill volume of 2300 ml. This meant the total drain volume was approximately 4206 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be use error, tidal total uf removal set too low. This issue was confirmed through review of the event history log. The device was sent to service.